Event description:
Patient reported in 2008, that he had developed a rash then a staphylococcus infection on his leg and reportedly spent a month in the hospital to get over the infection. Patient had reported developing rashes on his thigh and knees repeatedly since first reporting in 2007. Patient was supplied aloe gel and physician recommended cortisone cream to manage the rashes. Patient also used vitamin e, vaseline lotion, calamine lotion and neosporin to manage the rashes. Patient reported that the bionicare device was helping him manage his osteoarthritic knee pain and wanted to continue using the device. Patient first reported a rash developed an infection in original month, and reported an oozing rash the following month.